Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Received one companion sample in original packaging in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Placed lab white cap on dark blue connector for pressure test and visually inspected the set. Open/closed sleeve several times with no difficulty noted. No manufacturing abnormalities were noted during visual inspection. This complaint for leak is not confirmed and the cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is an international report of a transfer set that the fluid would not stop flowing even by closing the clamp. There was patient involvement but no patient injury or medical intervention reported along with this complaint.